Manufacturer narrative:
As reported, the perfix light plug inner petal detached during implant. The subject device was returned for evaluation. Visual evaluation of the sample identified multiple tears in the inner plugs with one petal arm almost completely detaching and one petal arm completely detached. No damage was noted to the monofilament holding the petals together. A blue suture placed by the user during the attempted mesh placement had been cut, which likely led to damage to the inner petals. The outer large shell had an area of stretching and flattening, consistent with pulling on the mesh with a surgical tool such as graspers. Based on the sample evaluation and investigation performed, the reported event had inadvertently occurred most likely during user/device interface while in preparation to deploy the mesh. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 526 units released for distribution in december 2019.

Event description:
As reported, during an unspecified procedure on (B)(6) 2020, the physician tried to implant the perfix light plug, large into the patient's body. The physician noted that the inner petal was detached while inserting into the patient and the mesh was not implanted. The surgeon is an existing user of the device. There was no reported patient injury.